Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting an error 1 message. Per the onetouch ultra2 user guide the error 1 message prompts when there is a problem with the meter. The complaint was classified based on the documentation obtained by the customer care advocate (cca). The patient stated that the alleged issue started at 6:21 p.m. On the day of her call to lfs. She reported managing her diabetes with 500mg of metformin and 500mg of glucoside. She denied making any changes to her normal diabetes management as a result of the alleged issue. The patient stated that she began to feel "clammy" approximately one hour after the alleged issue began. At the onset of symptoms the patient claimed to have treated herself with glucose tablets and/or gel. During troubleshooting the cca confirmed that this was not the first time the subject meter was being used. The issue was not resolved at the time of troubleshooting. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged issue began.